Event description:
A customer reported an occlusion alarm that could not be verified in the pump history, with multiple previous occurrences. The customer's blood glucose level was read as "high," exceeding normal levels, but no specific value was provided. To address the issue, the customer administered a correction injection using mdi, changed the infusion set and cartridge, and resumed insulin. No third-party assistance was required, but follow-up was requested for ongoing occlusion issues.